Manufacturer narrative:
Additional information: on may 5, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware of the lot number of the impacted device. The relevant fields in this report have been updated to reflect the impacted device attributes (lot number, manufacturing date, expiration date and device returned to manufacturer date). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 30, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 375cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during the implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc saline mentor smooth round moderate plus profile breast implant ruptured intraoperatively. The impacted device was removed and a similar product was used to complete the procedure. The surgery was prolonged for 5 minutes. There was no adverse event.